Event description:
New information received noted that device reprogramming was performed. Surgical intervention was not performed due to an unrelated health condition.

Event description:
It was reported that undersensing was observed on the atrial lead. An oversensing of ventricular activity was also observed. X-ray imaging revealed that the recently implanted atrial lead was not fully inserted into the pulse generator. Impedance measurements were normal upon manipulation. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.